Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Reportedly, the cartridges did not "snap" into place. The user¿s blood glucose (bg) level was 295 mg/dl. The user successfully loaded a cartridge and the user would delivery a bolus to address bg level.